Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device would not recognize defibrillation pads. Other pads and cables were attached to the device and the issue remained. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that at this time, the devices are not available for evaluation. The devices nor the electrodes have been returned to stryker. The reported issue could not be verified, and root cause could not be determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not recognize defibrillation pads. Other pads and cables were attached to the device and the issue remained. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.